Event description:
Procedure type: unknown. Patient gender: lap hernia repair. According to the reporter: prior to use on pt, the surgeon noticed the balloon did not inflate properly but continued to use it. Upon insertion into the abdomen, the balloon inflated and then broke. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.